Event description:
It was reported that pump displayed altitude alarm. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance on preventing altitude alarms, and successfully resumed insulin delivery using original cartridge.